Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanism of calcification of biomaterials is not completely understood, but is probably related to an inability of the non-viable cells to maintain their normally low intracellular concentration of calcium. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device was not returned as it remains implanted in the patient. In this case, the exact cause for the aortic stenosis is unknown; however, it could be related to patient factors (cad, htn, and heart failure) and the progression of the pre-existing disease process and comorbidities (end stage renal failure). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 3 years post implantation of a 26mm sapien xt valve, the patient presented with stenosis. A plan was to treat the stenosis. The patient expired on prior to the valve in valve procedure. As reported, the patient recently presented with worsening dyspnea. An echo (tee) revealed elevated gradients across the tavr (mean gradient 32mmhg and peak gradient 49mmhg), prosthetic stenosis and severe mitral regurgitation. There is a well-seated 26mm sapien xt valve. The leaflets appear calcified with restricted motion, elevated gradients suggestive of prosthesis stenosis with trace transvalvular regurgitation. There is no clear evidence of thrombus. A cta revealed severe aortic valve calcification consistent with aortic stenosis.

Manufacturer narrative:
Corrected data: h6. Reference CAPA: 20-00141.